Manufacturer narrative:
E1 phone number: (B)(6). Investigation is underway.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the valve deployment, when the valve was fully deployed using +2cc as inflation volume, the balloon burst. The valve was correctly deployed and no actions were taken. The commander delivery system was removed without difficulties and the patient was noted as to be stable after the procedure. As per medical opinion, the root cause of the event was the lvot calcium.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned. The returned device was visually examined, and the following was observed: balloon longitudinal and radial burst. No balloon material missing. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. The provided imagery was evaluated and revealed the following: balloon burst after valve deployment. Valve position acceptable after deployment. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event was confirmed based on the evaluation of the evaluation of the device and provided imagery. Available information suggests patient factors (calcification) and /or procedural factors (over inflation) likely contributed to the event as provided information indicated presence of calcification in the landing zone, and that an additional 2cc of fluid were administered to the balloon during inflation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.